Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the small battery drive device had a sticky trigger. Therefore, the reported condition of an undetermined malfunction was confirmed. The assignable root cause of this condition was determined to be traced to environmental conditions.

Event description:
It was reported from the (B)(6) that during service and evaluation, it was determined that the small battery drive device was not functioning due to worn motor, bearings, and shaft. It was noted that the device jammed/seized, the coupling was worn, the k-wire could not be inserted, the mechanics were damaged, the bearing seized, the motor was worn, there was corrosion/rusting/pitting, component damage, will not run, and sticky trigger. It was further determined that the device failed pretest for general condition, check the cannulation, check for sticky triggers, check function of the device, and check power with the test bench. It was noted in the service order that the device had an unspecified malfunction. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2021. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.